Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the procedure was completed with the delay, by rebooting the system multiple times. There was no harm reported to philips. Review of system log files showed that the stand movements were partly available, which confirms the malfunction. Upon troubleshooting, the philips remote service engineer (rse) analyzed the system remotely and identified intermittent angular movement issue. Rse instructed the customer to reboot the system, which temporarily fixed the issue. However, when they tried to move the system, it reset and displayed the same error message. After rebooting the system again, the system was working fine. The philips field service engineer (fse) went onsite and could not replicate the issue reported by the customer. However, fse carried out all standard calibrations without any errors. After repairs the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system displayed the message "movements are partly available" when moving the stand. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.